Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump¿s touchscreen cracked of unknown cause and became inoperable, after which blood glucose was elevated at 290 mg/dl and the user transitioned to subcutaneous insulin by pen. Symptoms included hyperglycemia. Outcomes included transient interruption of pump therapy and use of an alternative insulin delivery method. Investigation included review of device history and complaint information, and an assessment of the damaged touchscreen component. Investigation of this case revealed physical damage to the display rendering the user interface nonfunctional, with no evidence of device-related injury. It was concluded that the event was attributable to a damaged screen leading to loss of operability, with continued insulin therapy maintained via backup method.